Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. However, the device was serviced on-site by a field service engineer (fse). The on-site inspection found that the first channel flash lamp was not functioning properly. The fse replaced the flash lamp, checked, and now it's working properly. All the parameters were checked and tested, and everything was working fine as per the checklist with no issues. The blast shield was checked, and it looked fine. Coolant and fiber were good. Mirrors were checked and everything looked fine with no spots on the mirror. Lastly, the fse checked all the alignment and calibrated the machine. The defective flash lamp that was identified could have affected the device performance leading to the event experienced by the customer. Based on all available information, since an expected or random component failure was identified without any design or manufacturing issue, boston scientific concluded that the cause of the complaint was traced to component failure.

Event description:
It was reported that the device cutting efficiency was low and that there was an energy delivery output/failure. There was no patient or procedure involved.

Event description:
It was reported that the device cutting efficiency was low and that there was an energy delivery output/failure. There was no patient or procedure involved.